Event description:
Patient's mother reports that patients pump had a malfunction. Unknown what kind of malfunction occurred. Unknown if product is available for return or if patient missed a dose due to malfunction. Pump serial number: (B)(6). Diagnosis for use: pompe disease.